Event description:
The iol implant card for this aa4203tl silicone toric plate lens was returned without any previous allegation of product problem. Writing on the card stated "doctor attempted to load and insert, but unable to - back up lens used instead." The facility was contacted and the reporter stated the surgeon attempted to insert this lens, but the lens tore advancing through the cartridge. There was no patient contact or injury.